Event description:
Sorin group (B)(4) received a report that the s5 roller pump displayed an error message, alarmed and would not function when the user attempted to adjust the pump speed during setup. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump (cp5). The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4)received a report that the s5 roller pump displayed an error message, alarmed and would not function when the user attempted to adjust the pump speed during use. There was no pt involvement. A sorin group rep was dispatched to the facility to investigate. While at the facility, the service rep replaced the shaft angle and subsequent testing confirmed that the issue was resolved. The investigation is ongoing. A f/u report will be sent when the investigation is complete.